Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that there was a loose electrocardiogram connector and therefore the link electronic module board was replaced and calibrated to resolve. It was further noted that the keyboard and stylus were missing, both were replaced and the stylus calibrated with the overlay assembly. (B)(4).